Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The viperwire guide wire was re-positioned to treat distal-to-proximal and became stuck in the calcified lesion. During removal attempts the guide wire fractured and the fragment was snared from the patient. The procedure was completed with stent placement.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, g7, h2, h3, h6, h10 the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).